Event description:
On (B)(6) 2012, (B)(6), contacted the maquet representative to inform them of an event that happened on (B)(6) 2012. The customer reported that the vario twin hl20 4-pumps (B)(4) level sensor does not activate, and the arterial pump does not stop, when the liquid in the reservoir falls below the level of the sensor. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician found that the unit had a defective air protection module control board. The defective board was replaced with a new board. The defective board was not returned to the manufacturer. (B)(4).